Event description:
It was reported that the control iq software turned off and reverted to the customer's personal profile settings. Although requested, the customer did not upload pump data logs for tandem technical support to determine a possible cause. Customer's blood glucose was 300mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.